Manufacturer narrative:
On (B)(4) 2010, carefusion sent a letter to the user facility seeking additional info concerning the reported event and the condition of the pt. As of the date of this report there has been no response from the user facility. The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by the carefusion tech support specialists in response to phone conversation(s) with a user facility rep. (B)(4). At present, carefusion has been unable to make arrangements with the user facility to evaluate the device. Based on the info provided by the user facility it appears that the device's o2 blender was delivering 100% o2 when set to 21% with a resulting visual/audible high fio2 alarm and the staff disabled the o2 alarm without investigating the cause of the alarm. Page 28 of the operators manual pn: l2786 rev g has the following warning and note concerning disabling the o2 alarms. "Warning- although disabling the oxygen alarm will not affect oxygen titration an external analyzer should be placed in line in the breathing circuit until the oxygen sensor has been replaced". "Note: the oxygen alarms cannot be disabled while heliox is in use. Powering the ventilator off and back on again will automatically re-enable the oxygen alarms". Further, since it took the facility approx 10 hours to determine that the device was delivering 100% o2 instead of 21% it is apparent that the user facility did not place an external analyzer in line in the breathing circuit as recommended in the operator's manual. Additionally, it was reported that the user facility was not performing the est [extended systems test] prior to placing the device on every new pt. Had the user facility ran the est on the device prior to placing the device on the pt, the problem with the o2 blender would have been discovered and the device would not have been placed on a pt. Should additional info be obtained and/or the device evaluated, carefusion will submit a follow-up medwatch report.

Event description:
The following descriptions of the event were documented by carefusion tech support specialists in response to phone conversations with user facility rep. "The unit blender was set to 21% and the baby was getting 100% o2. This was for a duration of ten hours. The mode was ncpap and the baby was on nasal prongs. There were questions about the alarms not being enabled or not working. But [name removed] turned the unit on and got high fio2 alarms right away. She did confirm the o2 when set to 21% it was putting out 100%. She feels that someone had disabled the alarms in the nicu but cannot confirm this happened yet. The resp care therapist [name removed] has the unit in her possession but is not allowed to do anything with it right now. The baby is doing ok at the moment but they have not completed checking all aspects of the baby's health to determine if the ten hours of 100% o2 has caused other issues. Gave [name removed] my email address so she could email a report or details as soon as she gets them". "[Name removed] called back with more info regarding this call. She stated she just found out that the respiratory dept has been in the habit of not running est [extended systems test] on their avea units on every new pt and she suspects this is why they are getting the high fio2 alarms and disabling the alarm. Let her know it is crucial they run the est [extended systems test] before they place the ventilator on the pt, and they should not disable the fio2 alarm when it is on a pt. She is aware and the respiratory dept will be implementing this from here on out".